Event description:
It was reported that a progav 2.0 (#article unknown) was implanted. According to the complainant, the valve caused a malfunction of the adjustment. The patient underwent a revision procedure. The device is not available at the time of the report. It will be returned for examination.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.